Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted to repair two defects. It was reported that the patient underwent a surgical procedure on (B)(6) 2017 during which the surgeon noted multiple portions of the old mesh were removed. There were small portions of mesh adherent to the transverse mesocolon which were not disturbed for fear of other complications arising from the excision of the mesh. It was reported that the patient experienced severe pain, bowel adhesions, and need for additional surgery. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.